Event description:
It was reported that the patient presented to the hospital after receiving multiple inappropriate shocks. Ventricular lead was found to be dislodged. Twiddler¿s syndrome was noted. Patient mentioned that the device was frequently turned over in its pocket by patient¿s infant. Lead was explanted and replaced. During procedure, it was noticed that the screws could not be retracted into the ventricular lead. There were no complications during the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the patient was doing well post-procedure.